Event description:
Medtronic received info that during the implant of this mechanical valve, a paravalvular leak was noted. The valve was removed and a another valve was implanted with no adverse pt effects.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.